Event description:
It was reported that during a thoracotomy procedure, on the initial firing, the device locked up on the lung. They attempted to manipulate the firing trigger, but could not get it to release. They opened a second device and it did not work. They finally converted on an open procedure to remove the device. The pt is currently fine.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.